Event description:
Adverse event: delay in procedure. Malfunction: card failure. Partial screen freeze requiring laptop reboot. Bed movement issue. A laser operator reported that while performing surgery standby, the card would not work, the bed would not move up and down, and the portal software did not show the graphical display of the control panel. All issues were resolved over phone. Pt outcome was not affected and no injury was associated to this issue.

Manufacturer narrative:
Determination of root cause: assessment: tech support was called by the facility for assistance. Tech support determined that the card reading problem was related to the treatment card and not the card reader. The facility was advised to use the backup treatment card. Tech support informed the site that the bed disable feature activates when the joy stick deflected during auto-feature activation. To address this issue, the customer was reminded of the operation limitations of this component. The report of the portal software not displaying the graphic of the controller during surgery was resolved by a reboot of the notebook computer. Conclusion: based on the results of the investigation, root cause of the card reading problem was due to the treatment card; the root cause of the bed issue was due to the facility personnel not remembering the operation of this component; and the software issue resolved with a reboot of the system, definitive root cause could not be determined. (B) (4)